Event description:
The event occurred on an unspecified infusion pump in the nicu (newborn intensive care unit). It was reported that the patient had 34 ml of intralipids ordered to run over 20 hours. The lipids were started at 22:04 on (B)(6) 2021 by the nurse and they were completed by 17:30 on (B)(6) 2021 (34 minutes early). The pump stated that the infusion was complete and the customer reported that the infusion start time was correct. Upon investigation by the customer, it was noted that the lipids were drawn up in a 50 ml syringe. However, the infusion pump recognized it as a 60 ml syringe which could be a possible cause of for the incorrect infusion time. There was patient involvement, but no harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
Updated information can be found in d1, d4 and g4.